Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# concomitant medical products. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room; the clinical team noted driveline erythema and then purulent drainage. A culture was obtained and it was positive for corynebacterium species. An infectious disease doctor was consulted and the patient was started on vancomycin. Blood cultures were taken and they were negative. The patient is having daily dressing changes with betadine. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event cannot be conclusively determined. On (B)(6) 2019 the patient was seen in a local emergency room with complaints of shortness of breath and was found to be hypoxic. The patient was transferred to the vad center where they were treated with intravenous lasix and oxygen, and their symptoms improved. Imaging was performed and revealed a right pleural effusion. On (B)(6) 2019 a pleural tap was performed, and a chest tube was placed. The account communicated that procedure removed 4.0l of transudative fluid. The chest tube was eventually removed and a pleurx catheter was placed. The pleural effusion was not considered to be related to the patient¿s heart failure and was reported to have resolved. The account later communicated that the patient developed right heart failure around the time of the pleural effusion and did not require an rvad placement or inhaled nitric oxide at that time. Upon admission to the vad center, the patient had additional complaints of falling a week before their admission, fatigue, unintentional weight loss, and abdominal pain that later improved with a bowel movement. The patient was noted to have a low platelet count and some driveline erythema on (B)(6) 2019. The driveline erythema later became purulent driveline drainage and cultures were obtained, which were positive for corynebacterium. The infectious diseases department was consulted, and the patient was started on intravenous vancomycin with daily changes of the exit site dressing with betadine. Blood cultures were taken but were negative, and the infection was reported to have resolved on (B)(6) 2019. The patient remained ongoing on heartmate 3 lvas until they expired captured under MFR# 2916596-2019-05207. The heartmate 3 lvas instructions for use lists infection and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The IFU states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.